Event description:
It was reported that the patient presented for implant of the right ventricular lead. Electrical parameters were tested via pacing system analyzer, and pacing impedance was noted to exceed the upper limit. Event checks were performed both before and after the helix was deployed. The physician suspected the issue was caused by an open circuit and an attempt to remove air was performed. However, the issue persisted. The procedure was successfully completed using a replacement lead. There were no patient consequences.